Event description:
It was reported that the device could not be interrogated after the patient received an MRI. Device was in reset without defibrillation support. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was caused by magnetic interference. The device went into reset while charging for a capacitor maintenance. The hv circuitry is sensitive to strong magnetic fields, such as MRI. The device tested normal, upon clearing the reset.